Event description:
A customer reported to beckman coulter inc., (bec) that the unicel dxh 800 coulter instrument waste overflowed from the waste container without generating an alarm. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves, and glasses. There was no exposure to mucous membrane or open wounds. The operator did not seek medical attention. The laboratory has an exposure control plan in place. Material safety data sheet (msds) was not reviewed. There was no report of impact to patient results as a result of this event. There was no death, injury or change to patient treatment associated with this complaint.

Manufacturer narrative:
On (B)(6) 2011, the customer technical specialist (cts) performed troubleshooting with the customer over the phone. The customer was instructed to replace the waste tube sensor. The field service engineer (fse) followed up with a phone call later that day and found that the customer had replaced the waste sensor with a used part on hand and reported no further problems. Root cause for the waste overflow was a broken waste tube sensor. (B)(4).